Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic with appropriate shocks and alcohol withdrawal, decreased r-wave amplitude and undersensing were observed. No action was performed. The patient was stable.